Manufacturer narrative:
(B)(4). Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus stopped alarm noted during testing. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose level was 121 mg/dl. The customer stated that there was clear alarm and finish process during self test. Customer also stated that there was crack in case and back of insulin pump. Customer was performed self test and it was passed. The insulin pump will be returned for analysis.